Event description:
The customer reported that there was an issue with the etco2. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.